Manufacturer narrative:
(B)(4).

Event description:
Procedure: tep. Customer states: during procedure, the balloon of the device would not inflate. No damage was found visually. Another used to continue the procedure. No patient harm. . Operating time not extended. Tissue damage: no. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4).